Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where the customer stated: ¿the pump does not respect the set times of administration in one hour loses about 15 ¿. There was no report of adverse event.

Manufacturer narrative:
H10: the pump was in good physical condition. The pump passed all functional testing without issue. The pump performed a delivery for 1 hour and was timed. The pump finished the delivery on time and the delivery was accurate. The customer complaint of "the pump does not respect the set times of administration in one hour loses about 15" could not be confirmed as there was no problem found.